Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the basket retracted. The tip of the basket was not returned for analysis. The side car-rx presented pushback out of specification. Functional evaluation showed that the basket would open and closed without issues inside and outside the scope. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the bile duct during a lithotripsy in bile duct procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the basket wire gradually protrudes from the sheath and the basket would not fully close. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.